Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer froze during boot-up. The programmer's micro processor unit was replaced, and the programmer's hard drive was reimaged and reloaded with software. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer froze during boot-up. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.